Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 01, 2007. Evaluation summary:the reported condition of the pump would not turn on was confirmed during product evaluation. Inspection of the device also found failure code 570:320:844:0000 in the pump's event history file. This failure code was caused by damaged main batteries which caused the pump not to turn on. The main batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.

Event description:
The facility reported a pump that would not turn on. It is unknown when this problem occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.